Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances. Repositioning the patient was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient had their lead explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.